Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in threshold and pacing impedance measurements. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.